Event description:
It was reported that the patient has been in the intensive care unit (ICU) for two days with increased spasticity, tightness, and ¿at times has been restrained.¿ the healthcare professional (hcp) recommended a cap (catheter access port) dye study, but the patient¿s wife was trying to decide whether to do that or have the patient airlifted back to their home state. There were no active pump alarms or alarm logs. The pump was used to infuse baclofen (unknown). No intervention or outcome was reported for this event. Follow up was conducted but additional information about whether a cap study occurred or where the patient was to be treated was not received. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).